Event description:
Customer states that tubing falls apart and disconnects from extension resulting in stomach contents coming out. The event happened approx (B)(6) 2010. During the night pt became disconnected from the system and lost so much stomach contents. He had to go to the emergency room to receive fluid and was released. Customer also states the tubing part number is inf0500, lot number is not available. She will be returning product with extension set she uses with it.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.